Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. A replacement tandem cable and wall adapter were sent via two-day shipping. If the pump battery depleted before receiving the new charging supplies, the customer planned to switch to manual injections.